Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/03/2016 with the following findings: there was no evidence of ¿no cartridge detected¿ warnings observed in the pump¿s black box history. The original load step malfunction complaint was not duplicated during the investigation. The force sensor calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.